Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed and no anomalies were found. No evidence of pors logged in s2d data. (B)(4).

Event description:
It was reported that the patient had radiation therapy for breast cancer. An interrogation of the implantable pulse generator (ipg) device displayed question marks in some of the patient information fields and no battery measurement was available. A diagnostic power on reset (por) was suspected due to radiation. The clinician was able to program back the missing parameters from the patient information and the reset was cleared. The device remains in use. No patient complications have been reported as a result of this event.